Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year old caucasian female patient underwent primary breast reconstruction with two 600cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via MRI and ultrasound, with right breast implant rupture. As a result, the patient underwent breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
On november 16, 2022, mentor received additional information indicating that the patient's implants were replaced with the following devices: (right) 650cc mentor memorygel breast implant catalog: 3506504bc lot: 9662345 sn: (B)(6) and (left) 650cc mentor memorygel breast implant catalog: 3506504bc lot: 9633011 sn: (B)(6).

Manufacturer narrative:
On december 1, 2022, an analysis on the suspect medical device's photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.